Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare by the distributor that the heartstart xl+ did not pass the electrical safety test. There was no pt involvement.